Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the left anterior descending (lad) artery. The hi-torque (ht) balance middle weight (bmw) guide wire was advanced, however, resistance was noted during advancement due to the anatomy. A non-abbott stent was implanted. Post dilatation was performed with a non-abbott balloon using the same bmw guide wire, however, resistance was met during removal when the balloon got stuck to the stent after high pressure post-dilatation of the stent. Strong pullback was performed to remove the non-abbott balloon from the implanted stent, however, the last 20-30cm of the guide wire split in two pieces and came with the balloon. The balloon and 2 fragments of the guide wire were removed as a single unit. It was confirmed that nothing remains in the patient. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported difficult to advance. Manipulation of the guidewire as resistance was met during removal when the balloon got stuck to the stent resulted in the noted guide wire damages (stretched coils, bent shaping ribbon, bent/kinked core) and ultimately resulted in the reported/noted core separation. The noted corrosion noted on the tip solder, center solder and coils is likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.